Manufacturer narrative:
(B)(4). In response to this issue an investigation was conducted which included a review of the complaint text and data, review of labeling, review of the complaint trending system and a review of the service history for the axsym analyzer, (B)(4). A field service representative (fsr) inspected and serviced the axsym analyzer and found the sample syringe valve was not working properly. The fsr replaced the sampling probe, sampling syringe, sample syringe valve, and sampling probe tubing. The fsr noted the malfunctioning sample syringe valve was the most probable cause of the aberrant results. The fsr resolved the issue and verified the axsym met specifications. The axsym system operation manual contains adequate information on the probable causes and corrective actions for discrepant results. The probable causes include malfunctioning syringe valve. The manual contains weekly maintenance procedures for weekly priming and flushing of the syringes, and instructions for performing the sampling probe calibration and fluidics check for troubleshooting syringe valve issues. The ca 125 package insert was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The insert notes it is important to follow the routine maintenance procedures defined in the axsym system operations manual for optimal axsym performance. A review of the complaint tracking and trending was performed and did not identify any adverse trends due to ca 125 aberrant results generation, or adverse trends due to any axsym syringe valve issues. A review of the axsym analyzer ((B)(4)) service history was conducted for the time period of (B)(6) 2009. No additional incidents of aberrant results have been documented since the fsr replaced the malfunctioning sample syringe valve. Based upon the investigation, it has been determined that axsym analyzer, list number 07a83-01 is performing as intended. The most probable cause of the aberrant patient results was the use of a malfunctioning sample syringe valve. No product deficiency was identified. This is the final report.

Event description:
The customer stated aberrant results were generated with mucin tumor markers. A patient generated a ca 125 result of 85 u/ml on the axsym analyzer and upon repeat, the result was 1.4 u/ml. No impact to patient management was reported. Field service was dispatched to inspect and service the instrument.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.